Event description:
It was reported to bsc/target that, "the coil would not advance through the micro cath. Upon evaluation the gdc main coil was found to be detached therefore the complaint was filed as an MDR. 04/16/2002.